Event description:
It was reported to philips that the system displayed a generator fault.the clinical use of the system was in use.there was no harm reported to philips.

Manufacturer narrative:
A philips field service engineer (fse) was dispatched on site for furhter troubleshooting. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).